Event description:
The manufacturer received information from a customer that a "inoperative fan failure" had occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by philips service technician and the issue was confirmed on the device. The device evaluation found there was a blower failure that occurred on the device. The philips service technician recommends replacing the blower to address this issue.